Event description:
The reporter contacted animas on (B)(6) 2013 by leaving a message stating that the rubber is off the pump. No further information was available. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner¿s booklet instructs the user to contact customer service if the user suspects the pump may be damaged. There was no reported adverse event associated with this complaint. Animas customer technical support made several attempts to contact the reporter in follow up of this complaint; however, the reporter did not respond. This complaint is being reported because the alleged rubber issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 10/29/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/17/2013 with the following findings:the keypad cover was returned torn. Please refer to MDR report #2531779-2013-18851 for additional information regarding this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.